Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. Stryker determined the system pcba board was faulty. The customer reported the device has been removed from service and decommissioned. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient involvement with the event.